Event description:
It was reported that when an x-act freestyle tapered stent was opened, the arrow sticker indicating which way to deploy the xact was not on the device. Therefore, the device was not used and replaced. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.